Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarm or ramping numbers noted. Analysis was unable to perform prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 157 mg/dl at the time of incident. The insulin pump will be returned for analysis.